Event description:
It was reported that the patient's battery charger kit was sparking when plugged in. A new replacement charger was sent to the patient. No serious injury was reported

Manufacturer narrative:
This report is submitted on august 25, 2022.